Manufacturer narrative:
Updated a4- patient weight. A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps resolved the issue and therapy was reestablished. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
Correction: updated report type from serious injury to malfunction. Updated h7: checked recall, notification and other. Updated h9 information. Updated h11: based on the information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Event description:
It was reported that following an MRI, patient's ipg was unable to communicate with the external devices. The ipg was believed to be stuck in the MRI mode. As a result, troubleshooting was done with oet tool (disable MRI tool) by company representatives and were successfully able to exit the ipg from MRI mode. The ipg is currently providing therapy.